Manufacturer narrative:
Section h10: (h3) pending evaluation.

Event description:
It was reported that during surgical use the experienced surgical team faced a breakage of the screw. No sclerotic bone was detected. No parts remained in situ. The broken part of the screw remained in the talus. There was a 5 minute delay. Patient was last known to be in stable condition following the event. No other patient information provided. Product not returning - broken part was disposed after surgery.

Manufacturer narrative:
Section h10: (h3) the broken talar screw reported may have been the result of the application of a bending moment during surgical use, allowing it to fracture. This cannot be confirmed; however, because the device was not returned for evaluation. Section h11: *the following sections have corrected information: (h6) component code: 568, screw.